Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the of the s5 double head pump system did not turn on during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the display and hkr board to resolve the issue. A functional check and test run were performed and no further issues were reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the of the s5 double head pump system did not turn on during a procedure. There was no patient involvement.